Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 416 mg/dl. Customer stated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display was returned. Customer stated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.